Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A thrombosis was reported. It was reported that during a rhathymia case indicated for atypical flutter, a sureflex steerable guiding sheath was selected for use. Preparation of the sheath was done along with the normal procedure with heparinized saline. Physician did transseptal puncture as normal using a non-boston scientific needle and sheath (mechanical needle and fixed sheath (abbott devices). Immediately after the successful transseptal they gave full load of heparin for the patient according to the patient weight. They guided the guidewire to the lspv. Then our sureflex guidewire to svc and along with that the sureflex sheath and dilator to svc. They took the blood sample for act from the patient for the measurement, but and the measurement was ongoing - not yet finished. They removed from the sureflex the guidewire and the dilator and tried to do the aspiration, which failed as explained in the complaint. Only fluoro used and only to see that the tip of the sheath was not touching heart tissue preventing aspiration. No cloth seen in fluoro. Hence, the dilator was withdrawn from the patient and was flushed on table with the heparinized saline. It was noted a 7mm length of blood clot on the table. The sheath was replaced and the procedure was completed successfully. There were no further patient complication occurred. The device is expected to be returned for analysis. The catheter was removed from the body without flushing anything towards the patient or entering any catheter inside the sheath.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the sheath passed the flow test for flushing. Also, the sheath passed the testing for diameter check, since it was under the specified requirements. Later, the rotation functionality of the sheath was within specification on both ends. Finally, visual inspection revealed that the sheath was noted to be kinked, which was not originally reported. The reported allegations of thrombosis was not confirmed based on the device return.

Event description:
A thrombosis was reported. It was reported that during a rhtyhmia case indicated for atypical flutter, a sureflex steerable guiding sheath was selected for use. Preparation of the sheath was done along with the normal procedure with heparinized saline. Physician did transseptal puncture as normal using a non-boston scientific needle and sheath (mechanical needle and fixed sheath (abbott devices). Immediately after the successful transseptal they gave full load of heparin for the patient according to the patient weight. They guided the guidewire to the lspv. Then our sureflex guidewire to svc and along with that the sureflex sheath and dilator to svc. They took the blood sample for act from the patient for the measurement, but and the measurement was ongoing: not yet finished. They removed from the sureflex the guidewire and the dilator and tried to do the aspiration, which failed as explained in the complaint. Only fluoro used and only to see that the tip of the sheath was not touching heart tissue preventing aspiration. No cloth seen in fluoro. Hence, the dilator was withdrawn from the patient and was flushed on table with the heparinized saline. It was noted a 7 mm length of blood clot on the table. The sheath was replaced and the procedure was completed successfully. There were no further patient complication occurred. The device is expected to be returned for analysis. The catheter was removed from the body without flushing anything towards the patient or entering any catheter inside the sheath.